Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported a right side seroma and exchange of a textured device due to patient's concern with product. Physician also reported a right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of anxiety-product/procedure, seroma and deflation received on june 28, 2021 with catalog number mcghan210cc. Analysis of the returned device identified: red and black particles outer device, opening curved on anterior and creases fold. Leak test and microscopic analysis was performed which identified: striated opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported a right side seroma and exchange of a textured device due to patient's concern with product. Physician also reported a right side deflation. The device has been explanted and not replaced.